Event description:
A male patient was injected with coaptite mid urethra; post injection, he developed urinary retention.

Manufacturer narrative:
Patient is being treated with self catheterization. Use of coaptite in men is an off label use.